Manufacturer narrative:
(B)(4)

Event description:
A consumer implanted for failed back surgery syndrome reported via the manufacturer's representative (rep) they hadn't charged their implantable neurostimulator (ins) for a couple of months. The rep. Met with the consumer on (B)(6) because the device was in overdischarge, but nothing was able to be done due to time issues. The rep. Met with the consumer again on (B)(6) and tried to pull the device out of overdischarge with multiple physician mode recharges (pmr) but was not able to do so with the time they had. The consumer went home with the battery still in overdischarge, and may have done a pmr himself, and claimed he got normal charging. On (B)(6), the consumer went back to the clinic to meet with the rep. When the rep. Went to clear the power on reset (por) he saw the end of service message. The rep. Was unclear if the consumer had gotten to normal recharging and then had to additional pmr due to the battery slipping back into the overdischarge state. The consumer was going to get a battery replacement with a non-rechargeable model. No patient symptoms were reported.

Manufacturer narrative:
Additional review determined conclusion code 92 no longer applies to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.